Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported info.

Event description:
It was reported during a post approval study conducted in the united states, titled: randomized trial of drain antisepsis after mastectomy and immediate prosthetic breast reconstruction trial number (B)(4). Pt 5-experienced cellulitis thirty four days postoperatively. Cultures were not obtained from the surgical site infection as the drain fell out. The date of event was not provided.